Event description:
Country of complaint: (B)(6). Solution leaking from cassette.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site evaluation: samples received: 1 closed sample. There are no previous complaints of this code/batch. (B)(4) units of this code branch were manufactured and distributed, there are no units in stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. The samples received were subjected to a visual inspection which shows that the sutures are not sterilizing solution, due to a failure during the mfg process, which can not be identified at the time of product release, only after some time. Final conclusion: the complaint is corresponding (justified). Corrective/preventative actions: OEM opened corrective action in 2012, has been completed and effectiveness check has been done. CAPA is currently closed.